Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high, out-of-range (oor), pacing impedances > 2000 ohms and noise. The oor impedance measurements triggered the device's lead safety switch to occur. Subsequently, surgical intervention was performed and the lead was surgically abandoned and another lead was successfully placed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.